Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant ca2 calcium gen.2 and phos2 phosphate (inorganic) ver.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial ca2 result was 1.07 mmol/l and the repeat result was 1.78 mmol/l. The initial phos2 result was 0.28 mmol/l and the repeat result was 0.41 mmol/l. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. Upon visual inspection of the sample, there was an obvious "clot-like" gel formation on top of the gel separator. The customer could not confirm that the proper inversion was performed after the sample was collected. The ca2 reagent lot number was 32443101 with an expiration date of 31-may-2019. The phos2 reagent lot number was 32586101 with an expiration date of 31-jul-2019. Based on review of the provided alarm trace there were multiple sample pipetting alarms.

Manufacturer narrative:
The field service engineer (fse) cleaned the probe, checked the probe, and performed a performance run. The glucose and triglyceride tests were out of specification. After additional troubleshooting during the fse service visit, the final precision was acceptable. The system was confirmed as running within specifications. The investigation was unable to find a definitive root cause.